Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Event description:
Additional information provided states that the impella device was removed and the patient subsequently developed a hematoma and compartment syndrome. A fasciotomy was performed to right lower extremity.

Event description:
The user facility reported a 36-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The us complainant had placed via the femoral the impella cp for a patient transferred to the tertiary center from the community. The limb became ischemic. There was no pulse and the color was poor. The team discussed a fem-fem bypass but, as the patient was clamped down the team did not place. The life/limb conversation is ongoing and the limb remains ischemic on impella support and there was discussion to possibly escalate to the impella 5.5 pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿